Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue alarm 20 was verified. The alleged low blood glucose was verified in the pump logs; however, no failure was identified related to this issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not recognize the cartridge. Pump history showed intermittent multiple cartridge alarms. During troubleshooting, the distributor inserted a cartridge, filled the tubing and pump resumed delivery successfully. A cartridge alarm did not occur. Customer's blood glucose (bg) level was 44 mg/dl. Although requested, additional information was not received regarding cause and treatment of low bg. Reportedly, the customer reverted to using an alternate method of insulin delivery.